Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device check, this pacemaker device was found to be in safety mode with limited critical therapy still available. The patient noted that they had not been feeling right for the last two weeks. The specific patient symptoms were not provided. The boston scientific representative provided the error code that was observed and boston scientific technical services (ts) noted that this code indicates a memory error occurred, and the device should be replaced as soon as possible. The device was subsequently explanted and replaced twelve days later. The boston scientific representative that attended the surgical procedure indicated that there was also premature battery depletion associated with this device. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a device check, this pacemaker device was found to be in safety mode with limited critical therapy still available. The patient noted that they had not been feeling right for the last two weeks. The specific patient symptoms were not provided. The boston scientific representative provided the error code that was observed and boston scientific technical services (ts) noted that this code indicates a memory error occurred, and the device should be replaced as soon as possible. The device was subsequently explanted and replaced twelve days later. The boston scientific representative that attended the surgical procedure indicated that there was also premature battery depletion associated with this device. No additional adverse patient effects were reported.